Event description:
During medication rate verification in epic emar rn documents the following note. "Upon re-verification med found not to be properly infusing. IV pump verified throughout shift with correct med/dose. IV pump showing vaso infusing at ordered rate, however no volume has been taken from vaso bottle since initiation at <date/time redacted>. Medication stopped on pump as it has not been infusing." ICU anm alerted in the am. Pump number is <number redacted> and work order was placed for pump on the same date. No harm to patient. Pt was on other vasopressors that properly supported blood pressure.